Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the dexcom receiver was intermittently working. No medical intervention was reported. Additional event or patient information is not available. Data was received but investigation window does not reflect the alleged device and/or the alleged issue. The complaint confirmation was unable to be determined. A root cause could not be determined.